Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level of 400 mg/dl. The suspected cause was unknown. The customer delivered a corrective bolus and administered a manual injection. Reportedly, the customer's nurse provided adjustments to the carb ratio and correction ratio for the pump. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.